Manufacturer narrative:
This supplemental report is being submitted to correct initial report and to provide additional information. As a result of the investigation, it was found that the reportable event was not "the light guide connector of the subject device was damaged and could not be connected", but "the light intensity of the examination lamp was low". Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus europa se & co. Kg (oekg), the examination lamp designated for clv-s190 is md-631, but the user has installed maj-1817 in the subject device by mistake. Consequently it is considered that the reported phenomenon has occurred. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) found that during receipt inspection of the subject device, the light guide connector of subject device was damaged and could not be connected. There was no report of patient injury associated with the event.